Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, the lens was implanted, but inspection under the microscope revealed a scratch. A lens change was carried out without negative effects on the patient. Additional information has been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in a lens case. Solution was dried on the lens. One haptic was broken in the distal area (not returned). The optic was pressed against a post and leaning down into the well area of the lens case. The optic has a scratch near the center of the lens and along the optic edge. Qualified associated products were indicated. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported scratch was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).